Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded ¿6-15% of patients experience wound dehiscence after primary surgical closure¿ wherein dermaclose was removed. Additionally, the respondent stated, ¿these are typically high risk to begin with; so unclear whether the wound healing failure was due to dermaclose or the substrate¿. This event likely required medical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.